Event description:
It was reported that patient was experiencing an incision site infection that is probably related to implant procedure. Action was taken in the form of antibiotic cream was no prescription needed. The patient has not recovered, and event has not resolved. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
B5. Additional information inadvertently not included in initial MDR submitted.

Event description:
Additional information was received that infection has resolved and patient has recovered. No additional relevant information has been received to date.